Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and there was no deviations from instructions for use (IFU) in reprocessing steps for the area the foreign material remained. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which may have led to corrosion. The event can be detected and prevented by following the instructions for use (IFU) sections. IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material found in the forceps elevator, other evaluation findings are as follows: the air/water cylinder and suction cylinder had no color; the fixing force of the guide wire did not meet the standard value due to damage on the knob wire; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the adhesive around the light guide lens was cracked; there was a stain inside the light guide lens; and the forceps elevator was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a foreign material was found in the forceps elevator. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.